Event description:
It was reported that the patient was experiencing loss of stimulation as a result of lead migration. The lead was replaced and the patient was doing well postoperatively. Additional information was received that the device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075629.

Event description:
It was reported that the patient was experiencing loss of stimulation as a result of lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.